Manufacturer narrative:
Implant regio 23 fractured. Construction was a removable upper jaw construction placed on 5 implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Report was re-submitted because the submission protocol identified an error during submission. Initial report was done 02/01/2021 final report was done 03/15/2021. This report is a corrected initial and final combination report.

Event description:
Implant fracture.